Event description:
It was reported, that "the device inflation line broke off". There was no reported pt injury and/or change in therapy. The involved device has been returned and forwarded to the analytical laboratory for eval.